Event description:
Physician was attempting to detach a coil for placement in the internal carotid posterior communicating artery, but it would not detach. He changed the detachment handle and was able to finish the procedure with no problem.

Manufacturer narrative:
Results: both handles appear to be in normal operating conditions. There are no visual defects. Both handles were tested using the production test fixture which measures the throw distance and pull force. The detachment handles actuated correctly and passed for both throw distance and pull force. The detachment handles are fully functional. Conclusion: the complaint has been evaluated. The complaint states that during deployment of the coil, two detachment handles malfunctioned and would not detach the coil. Both handles were tested using the production test fixture, and passed for both throw distance and pull force. The cause of this complaint cannot be directly determined. If the detachment handle and the coil pusher assembly are not positioned correctly and in a linear position, the user may experience difficulty detaching the coils. In addition, if excess friction is built up distally due to catheter placement or a dense coil mass, detachment may be difficult without repositioning the devices. The cause of the broken coil sr wire and proximal hypotube is unknown and was not described in the complaint. Based on the lack of description regarding any issue related to the pusher assembly, it is believed that this damage was due to the customer manipulating the device outside of the patient before sending back for investigation and was not related to the customer complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00140 and 3005168196-2013-00155.